Event description:
According to the facility, "a resident was in need of emergency suction and we pulled three canisters to use and all three would not suction".

Manufacturer narrative:
According to the facility, "a resident was in need of emergency suction and we pulled three canisters to use and all three would not suction". The resident was sent to the ER and admitted to the hospital. The facility stated the resident passed away but that the cause of death was not because of the canisters. The facility stated the resident was sick already and that "he would have been more comfortable with the suctioning but we were unable to and had to call the squad because of the suctioning was not working and he was unable to take breathes because the airway needed suctioned". A definitive cause of death has not been provided to the manufacturer. Although the facility only mentioned the canisters during follow up on the reported incident, they provided the manufacturer with aspirator samples. Multiple good faith follow up attempts were made to clarify if the aspirators were involved in the reported incident, however, the facility was unable to be reached and involvement of the aspirator samples were unable to be confirmed. Because the contact could not confirm if the aspirator was involved or not, in an abundance of caution, this report is being submitted. If additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
Update to a3a: sex. Update to h6: investigation findings (c). Update to h6: investigation conclusion (d).